Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) due to urethral atrophy resulting in recurring urinary incontinence. The existing device was explanted and replaced with a new aus. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation. The reported patient symptoms are known risk associated with artificial urinary sphincters and are noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the artificial urinary sphincters (aus) device instructions for use (IFU) was reviewed. The patient symptom of urethral atrophy and urinary incontinence were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) due to urethral atrophy resulting in recurring urinary incontinence. The existing device was explanted and replaced with a new aus. No patient complications were reported.